Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 575 mg/dl: cause unknown. Customer declined further troubleshooting for the issue with tandem technical support; therefore, no additional information was obtained.